Manufacturer narrative:
(B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The device was not available for evaluation, but a device history review was completed and no anomalies were observed. The g-j is a non-permanent feeding device that is meant to be periodically replaced for optimal performance through a necessary surgical procedure. Balloon failure will eventually occur for all balloon secured feeding devices on the market, regardless of the device manufacturer. A pro-active replacement schedule is encouraged for all gastrostomy feeding tubes to avoid unexpected failures. It is not believed that the balloon leak was due to a manufacturing defect as the device was functioning properly for eight months. (B)(4).

Event description:
About a year ago, original surgery for placement of amt g-jet 16fr 1.5cm 30cm, lot #14122539 exp-10-2017. Chart reviewed: failure required return to surgery about eight months later for placement of low-profile gastrostomy device (lpgd) 16 f, 1.5cm, 30cm. Procedural notes state, "gastrojejunostomy tube dysfunction." Balloon leaking.